Event description:
On november 10, 1997, nellcor puritan bennett rec'd a call from source relaying a parent's report that the monitor had set an apnea led with no audible alarm. No death or serious injury was reported in association with this malfunction. Npb tested the monitor and was unable to reproduce the malfunction. The monitor audible alarms performed exactly as intended per spec. Both the visual and audible alarms are designed to activate when the respiration rate falls outside the setting prescribed by the physician. The audible alarm stops sounding when the respiration rate returns to normal. The visual alarm is latched, which means that it will not stop flashing when the baby's respiration rate returns to normal. The visual alarm can only be reset manually (by pressing the reset button.) Npb suspects that an audible alarm did sound but that the caregiver didn't hear it because it corrected itself so quickly. If the apnea limit setting was set to a delay of 15 seconds, for example, the monitor is designed to respond by sounding the audible alarm for 1 second and then resetting the caregiver doesn't hear the alarm, which is reasonable given it's short duration, the caregiver might conclude that no audible alarm was activated. Npb has never been albe to reproduce the failure to activate an audible alarm for an event that produces a visual alarm. Details of the software design cause co to believe that this is not possible in a a-2000 device with an otherwise functioning alarm, such as the device in this report.